Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was positive functional test for ischemia. Angiography performed at that time revealed 80% stenosis to the proximal circumflex. The lesion was described as 10mm in length, b1, mid and de novo. The lesion including side-branch was less than or equal to 2.5mm. The reference vessel was 3.5mm in diameter. A 3.5mm x 18mm cypher rx stent was implanted at 10atm by direct stenting. The stent was not post-dilated and there was 0% post residual stenosis. The mid right coronary artery (rca) had 70% stenosis, 15mm in length, b1 and de novo. The lesion including side branch was less than or equal to 2.5mm. The reference vessel was 3.0mm in diameter. A 3.5 x 18mm cypher rx stent was implanted at 12atm by direct stenting. The stent was not post-dilated and there was 0% post residual stenosis. An additional study stent was used due to initial stent not fully covering the lesion. A 3.0 x 18mm cypher rx stent was deployed overlapping and distal to the initial stent covering the lesion successfully. At pre procedure, the ck was 128 (195 u/l), the ck-mb was not done and troponin I was 0.01 (0.06 ng/ml). At 6 to 12 hours post procedure, the ck was 107, the ck-mb was 4.2 (6.3 iu/l) and troponin I was 0.04. At 16 to 24 hours post procedure, the ck was 88, ck-mb was 3.5 and troponin I was 0.19. There were no procedural complications reported and the patient was discharged the next day. The ECG core lab reported no new major st-t abnormalities and no new q waves. Per the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi. Per the committee, the event was related to the devise and related to the procedure.

Manufacturer narrative:
Complaint conclusion: based on the (B)(4) adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. This is an (B)(6) female with medical history including positive functional study for ischemia, most recent pci (B)(6) 2009, hyperlipidemia, hypertension, tia, sick sinus syndrome s/p pacemaker. The indication for the index procedure was positive functional test for ischemia. Angiography performed at that time revealed 80% stenosis to the proximal circumflex. The lesion was described as 10mm in length, b1, mid and de novo. The lesion including side-branch was less than or equal to 2.5mm. The reference vessel was 3.5mm in diameter. A 3.5mm x 18mm cypher rx stent was implanted at 10atm by direct stenting. The stent was not post-dilated and there was 0% post residual stenosis. The mid right coronary artery (rca) had 70% stenosis, 15mm in length, b1 and de novo. The lesion including side branch was less than or equal to 2.5mm. The reference vessel was 3.0mm in diameter. A 3.5 x 18mm cypher rx stent was implanted at 12atm by direct stenting. The stent was not post-dilated and there was 0% post residual stenosis. An additional study stent was used due to initial stent not fully covering the lesion. A 3.0 x 18mm cypher rx stent was deployed overlapping and distal to the initial stent covering the lesion successfully. At pre procedure, the ck was 128 (195 u/l), the ck-mb was not done and troponin I was 0.01 (0.06 ng/ml). At 6 to 12 hours post procedure, the ck was 107, the ck-mb was 4.2 (6.3 iu/l) and troponin I was 0.04. At 16 to 24 hours post procedure, the ck was 88, ck-mb was 3.5 and troponin I was 0.19. There were no procedural complications reported and the patient was discharged the next day. The ECG core lab reported no new major st-t abnormalities and no new q waves. Per the (B)(4) adjudication minutes received on (B)(4)12, the committee determined that the patient experienced a peri-procedure mi. Per the committee, the event was related to the devise and related to the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15247158 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
At the 30 day post procedure follow up visit, the patient experienced unstable angina. It is unknown if the patient was medically treated and/or if any diagnostic procedures were done at this time. Concomitant medications: amlodipine 10mg qd, metrorolol 50mg qd, benzopril 40md qd, asprin 325mg qd, prevastatin 40mg qd and prasugrel 5mg qd. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00409, 3003742446-2012-00410 and 3003742446-2012-00411.